Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons hard to press. Customer's blood glucose value was unknown. Customer stated that when they did rewind or prime make any louder or unusual grinding sounds. Customer stated that they insulin pump was received unexplained no delivery alarm and rejected a new battery. Customer stated that the insulin pump had surface scratched and slight cracked near the reservoir area. The device will not be returned for analysis.